Event description:
It was reported that after starting propofol on a spectrum pump they stayed in the room to monitor the gtt rate. It was reported that it was dripping faster than fentanyl during patient infusion . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.